Manufacturer narrative:
"Returned to manufacturer on" the date received by manufacturer has been used for this field. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin clots with the incident lot was observed. Although customer samples were received, bd had performed testing previously with retention samples of the incident lot that were selected from bd inventory (refer to pr 103359). Additionally, it was determined that this is the first complaint for this incident lot and defect. The retention samples were tested and no issues relating to fibrin clots were observed as all results demonstrated satisfactory performance. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had fibrin clots. No serious injury or medical intervention.